Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for right atrial tachycardia with a carto 3 system and a ¿map shift¿ occurred. There were no patient consequences. During ablation, after initializing and pacing, a map shift was noticed on the carto 3 system. No error messages displayed. There was no patient movement and no cardioversion prior to the map shift. The only new variable was the introduction of stim pins into the front of the patient interface unit (piu) for pacing. Map shift was detected by the difference in catheter location and the location of the new visitag compared with x-ray. Approximate difference in catheter location before and after the map shift was 7mm ¿ 11.5mm.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for right atrial tachycardia with a carto 3 system and a ¿map shift¿ occurred. Per the bwi representative, there were higher metal values on chest patch sensors due to x-ray's ii angle and in close proximity to sensors. Case was completed. This issue related to an identified bug which will cause a map shift without any notification to user in some cases. This issue is noted to the user in the release notes. System is fully functional and ready for clinical use. Device history record review was performed by the manufacturer and no anomalies, which are related to the reported issue were noted in manufacturing or servicing of this equipment. Manufacturer's ref. No: (B)(4).